Event description:
As reported by the user facility through medwatch (B)(4): "b. Braun infusion set (outlook safety infusion system) leaked at the red vent site when taxol was administered. There was no harm to the patient."

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a through evaluation could not be performed and no specific conclusion can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformance's of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. All available information has been forwarded to the device manufacturer of the drip chamber assembly with red vent. If additional pertinent information becomes available, a follow-up report will be filed.